Event description:
It was reported in 2005 that the pt had subsequently died as a result of complications unrelated to the implant.

Event description:
Patient complained to surgeon of neck pain and difficulty swallowing. A revision surgery was performed to remove the vervical plate and screws. X-rays showed that one screw had backed out of the cervical plate. A revision surgery was performed.